Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820, lot #: t905936, h6) a manufacturer representative went to the site to test the navigation system. It was reported the network and system control unit (scu) were not talking. The scu was replaced. The 9735820 scu component was returned to the manufacturer for evaluation. The returned scu would not power up on the test bench. There was a confirmed electrical failure. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera had the green and yellow lights illuminated. System still tracked and navigated. There was no patient involvement. During troubleshooting it was discovered that there was an system control unit (scu) connection failure in the network device interface (ndi) toolbox.